Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received while changing the infusion set and that the alarm was resolved by a complete set change. Troubleshooting found that the insulin pump display was blank and resolved this issue as well. Troubleshooting also found that the customer was hospitalized with diabetic ketoacidosis and a blood glucose level of 600 mg/dl. Customer was advised to monitor the pump and call back if issues persist.